Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level and sensor issues. Customer was in dka with a blood glucose level of 550 mg/dl. It was not noted how the customer treated the high reading. Customer also stated that they were getting alert to change sensor and calibration not accepted. The sensor was also giving inaccurate readings. Customer completed troubleshooting for sensor issues. The insulin pump was not returned for analysis.